Event description:
It was reported the end user experienced a leak under the skin barrier after one day of wear. The leakage caused the peristomal skin to become red and irritated. This rash was first noted about one week ago. The end user's hospice nurse has applied a prescription nystatin cream to the area. No further information was provided.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.